Event description:
A blood glucose test was performed on a pt. The device reading was 265mg/dl, it was retested 14 minutes later and received a result of 388 mg/dl. A lab was requested and the result was 84 mg/dl. No treatment was given. The customer stated that the controls are in range but valuves were not given. A request was made for the return of the suspect device and replacments were sent.